Event description:
It was reported that during preparations for an unspecified procedure, pouch difficulties occurred. During preparation, the pouch of an advantage26 kit "was not open as usual" and made unintentional contact with an unclean area. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparations for an unspecified procedure, pouch difficulties occurred. During preparation, the pouch of an advantage26 kit "was not open as usual" and made unintentional contact with an unclean area. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the device revealed the seal was partially opened. The remaining seal was opened and no issues were noted. The tray was inspected for any defects or fm, there were no issues. The seal of the tray was visually inspected an no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference issue as the user is dissatisfied with the function, performance or appearance of the product. (B)(4).

Manufacturer narrative:
(B)(4).